Event description:
The consumer reported, the steam inhaler tipped over and spilled water on her stomach causing a 2nd degree burn. The unit was moved while in use which is contrary to proper use instructions.